Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospital had indicated the patient was not in atrial fibrillation (af). Subsequently, the patient sent in a transmission which showed the patient had been in af for many months, including the time period which the patient was reported not to be experiencing af. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A follow up with the patient's healthcare provider yielded no device malfunction in detecting the patient's arrhythmia correctly. The patient's medication for af was adjusted.